Manufacturer narrative:
Medtronic received additional information that this device was replaced because the repair was beginning to show signs of regurgitation; moderate regurgitation was observed. Prior to the replacement procedure, the patient presented with fatigue and shortness of breath. The product was discarded and will not be available for analysis. No other adverse patient effects were reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that four years, seven months post implant of this annuloplasty band in the mitral position, this device was explanted and replaced with a bioprosthetic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.